Event description:
This ra lead was implanted on (B)(6) 2016 and still remains implanted at this time. In a product experience report received on 04/20/2018 it was noted that the lead exhibited minute ventilation noise and minute ventilation has been left programmed on. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).